Event description:
It was reported by the patient that when the start button on the patient activator is pressed, the green light is flashing, but there is no confirmation received. The patient also tried the "query" button with the same result. Patient services worked wtih the patient and was able to do one successful activation while on the phone with the patient, but none after that. The patient will keep the monitor at this time, but a new activator will be ordered. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.